Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she had been experiencing unexplained low blood glucose and she was hospitalized on (B)(6) 2016. Blood glucose value at the time of admission was 85 mg/dl; treated with food. Blood glucose level at the time of the call was 235 mg/dl. The drive support cap is normal. Last set change was on (B)(6) 2016 and customer was disconnected during the rewind/prime sequence. The customer does not follow the instructions for use during prime. Troubleshooting was not completed because the call got disconnected. The customer was called back but could not be reached.